Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention due to low blood glucose levels. The blood glucose reading was 29 mg/dl, which was treated on the scene. The customer stated that he had been raking leaves in his yard at the time of the event. He stated that he was deaf in one ear, and if the insulin pump had alarmed to inform him anything, he did not hear anything. He passed out, and his neighbors called 911. He refused to go to the hospital and was unsure why he experienced the low blood glucose event. He also noted that he is blind and was unable to review the settings. He was assisted with successfully uploading his insulin pump to the carelink software. The most recent blood glucose reading was 82 mg/dl. Nothing further reported.